Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) electrogram showed electromagnetic interference on both the atrial and ventricular channels. The ipg remains in use. No patient complications have been reported as a result of this event.